Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10268. It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker was seen with non physiologic noise on high ventricular rate episodes starting since (B)(6) 2019 . The noise was reproducible with pocket manipulation. Patient condition was stable.